Event description:
Complaint # (B)(4). It was reported that a piece of drain tube about 2cm long remained in the dura matter. During an attempt to remove the drain tube from the brain, the tube got cut and then a piece of tube about 2cm long was left in dura matter. This incident gave no problem to the pt; the pt condition now is perfectly normal. Reportedly, the space was narrow and tight where the drain tube was placed. The tube may have stuck between bones when the doctor attempted to remove. As to the removal procedure, the doctor was removing the drain tube in a normal way keeping the pt head down. At the doctor's judgement, the piece of drain tube is not going to be removed. Per updated info, remaining piece of drain was located outside the dura matter of the brain.

Manufacturer narrative:
The reported issue of drain breakage in inconclusive due to no sample returned for eval and no lot number was reported for investigation. Instructions for use state the following precautions to avoid the possibility of drain damage or breakage. Add'l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).